Event description:
It was reported that there was a revision of the attune tibial insert and femoral component for pain, swelling, joint being loose. Doi: (B)(6) 2020 (femoral component) dec 5, 2020 (tibial insert), dor: (B)(6) 2021, affected side: left knee. (B)(4) (2nd pc) is linked to (B)(4) (1st pc) revision of the attune tibial insert and femoral component for pain, swelling, joint being loose. This is also linked to (B)(4) (3rd pc) which is for pain, swelling, and difficulty walking.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.